Event description:
It was reported that pump malfunctioned by no longer holding a charge and requiring daily charging, gave inaccurate readings with inconsistent insulin amounts, and displayed cartridge errors during refills, and pump warranty had expired so pump could not be repaired or replaced. There was no reported impact to the customer¿s blood glucose level. Customer preferred to communicate by email and already had an open order for new pump, and complaint was documented by technical support with no additional corrective actions described.